Manufacturer narrative:
Device investigation summary - this complaint is confirmed, as visual inspection of the stardrive tip shows wear and rounded edges. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. While a definitive root cause is not able to be determined, the complaint condition was most likely caused by wear of the device over its lifetime. It is not likely that the design of the instrument contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: august 28, 2014. Part 314.115, lot 7773501: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stardriver appears to be stripped at the tip and will not engage with the star screws. The malfunction was noticed during routine inspection of the device. There is no patient involvement. This is report 1 of 1 for (B)(4).